Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the cr insert trial chipped upon extraction.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual inspection confirms the reported fracture. There was no patient involvement. The investigation concluded that the fracture occurred as a result of multiple overload conditions during trialing. No material or manufacturing defects were identified. The reported event regarding fractured modified tibial insert trial was confirmed.

Event description:
It was reported that the cr insert trial chipped upon extraction.